Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 8/09/2016 with the following findings: during testing, it was observed that the battery compartment was cracked. Unrelated to this issue, the pump case was cracked between the case seal and the keypad cover. Another unrelated issue is the pump¿s low profile clip was returned separately from the pump and the locking tab broken off the back of the clip. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 8/09/2016.